Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested on-site. The root cause of the reported event is attributed to the infusion line not firmly connected, due to user handling. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to the infusion line not firmly connected due to user handling. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery in an ophthalmic system there was low suction while operating the last patient. The surgery was completed on the same day by firmly connecting the infusion line (which was loosely attached to the cassette) after the stand and re-priming. The equipment functioned correctly. There was no patient harm. Procedure details have not been provided. Additional information has been requested; none has been received till date.